Event description:
On 9/22, the pt's blood glucose on her surestep was 369 mg/dl. She took her normal insulin dosage and subsequently experienced seizures. She was transported to the hosp where her blood glucose was 35 mg/dl (method unk). No treatment was reported.